Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08453. It was reported during a system replacement on (B)(6) 2019 (reference related manufacturer reference numbers: 3006705815-2019-02798, 1627487-2019-08452), neuro-monitoring signal was lost in the left foot. The procedure was completed. Patient was referred to post-op rehab for increased pain in foot.

Event description:
Related manufacturer reference number: 1627487-2019-08453. Based on information obtained, burning sensation was experienced in bilateral feet. Subsequently, the patient¿s ipg was reprogrammed. Issue has resolved.